Event description:
A small red plastic piece (the size of a sprinkle) was found inside of the package. There was no signs of damage found on the suction irrigator tube set. Unsure of where the red plastic piece came from. Deemed contaminated due to unknown foreign object origin. New product was obtained and used. Per or materials management: "red piece appears to be broken off from internal components."